Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -14.5/1.0/91 (sphere/cylinder/axis) lens was implanted and removed intra-operatively from the patients left eye (os) on (B)(4) 2022. This was due to a low vault. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Weight-race:unk. PMA/510(k): this product is not marketed in the us. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspecting found the hapatic torn and broken. Unable to perform dimensional inspection due to lens haptic being returned broken. Claim# (B)(4).